Event description:
It was reported that (2) devices were used during a wedge resection. It was reported by the affiliate that the tsb45 on the second firing, the staples would not form at all, so the case was converted to an open procedure. The device was discarded.